Manufacturer narrative:
The c502 module serial number was (B)(6). Errors were observed during a review of the calibration trace data. The customer did not provide any additional data or information for investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient urine samples tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 8000 c 502 module. Patient 1 initial result was 27.3 mg/l. The repeat result was 0.5 mg/l. Patient 2 initial result was 191.3 mg/l. The repeat result was 12.0 mg/l. It is not known which results were believed to be correct. No questionable results were reported outside of the laboratory.